Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Wrinkling: creases observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side imaging finds "a small amount of fluid is detected perifocally along the implant and " the contours of the implant are smooth, somewhat wavy in the internal sections with isolated contractures." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and seroma-late.

Event description:
Healthcare professional reported left side imaging finds "a small amount of fluid is detected perifocally along the implant and " the contours of the implant are smooth, somewhat wavy in the internal sections with isolated contractures." Device has been explanted and replaced with non-allergan device.